Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (unspecified) while wearing the device 72 hours or longer. The infusion site was reportedly to have inflammation, redness, pus, swelling and was warm. The patient was taken to the emergency room at haga hospital. The patient was treated with the healthcare professional cutting the swelling open and draining it. The patient was discharged on the same day and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.